Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly. Insulin pump was received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip. Moisture damage was found on motor assembly. No moisture on electronic assembly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports that the buttons on the insulin pump are not responding. Customer states that pump was exposed to rain water. Current blood glucose level is 180 mg/dl. Advised customer insulin pump will be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.